Manufacturer narrative:
Additional information: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse recommend to precautionary replace compressor unit not safe to use till replacement, quotation sent no reply from user after 90 days, order closed. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has an abnormal sounds on compressor. There was no patient harm reported.